Event description:
Report received that tubing caused recurrent infusion pump alarms and resulted in delay of therapy. The pt was receiving antithrombolytic therapy in special procedures/radiology dept for clot retraction. The infusion pump showed occlusion alarm after being connected to urokinase solution. Trouble shooting included flush of catheter guidewire and pump change before infusion could be began. Approx one and one half hours later, after transfer to the surgical intensive care unit, the occlusion alarm resumed. The pt was returned to special procedures where the pump was changed two more times and new tubing hung before infusion would resume. The procedure took a total of five hours to complete due to the delays. It was necessary to call staff into facility, including physician, nurse, and technicians, to assist with facilitating infusion of the urokinase during this five hour period. There was no report of pt harm.